Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for pain. It was reported that the patient felt their stimulation has not been as effective. It was stated that the patient was at a point an in-patient for an unrelated procedure, and now when the ins was checked it was found that stimulation had been turned off for varying periods over the past month. The patient needs their stimulation on at all times. No environmental, external, or patient factors contributed to the issue. The patient's ins impedance was checked and the manufacturing representative observed the patient using the programmer to make sure they were not turning stimulation off by mistake. There were no interventions taken. The patient was instructed to check their stimulation and take note of any time it is found to be off. No further complications were reported or anticipated.

Manufacturer narrative:
Correction: please note that device code (B)(4) has been removed from this report at this time based on additional review of the event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that at the time of follow-up, the patient was continuing to check their system status with their programmer and record any time that it was switched off. It was noted that the cause of the patient¿s stimulation turning off had not yet been determined and that the issue remained unresolved at the time of follow-up. There were no further complications reported or anticipated.